Event description:
Subsequent to the previously filed MDR report, additional information was provided. Reportedly, the prostyle device had resistance with the vessel when attempting to position the device. The suture was able to be deployed; however, the suture simply pulled out of the anatomy upon advancing the knot. Therefore, hemostasis was not achieved requiring manual compression.

Manufacturer narrative:
An analysis was performed on the returned device. The reported difficulty advancing the device and entrapment cannot be replicated and so are not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the electronic perclose prostyle instructions for use (eifu) states: "do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair.". Based on the reported information and the observations from the returned analysis the cause of the reported difficulties cannot be determined. In this case, it is possible an interaction with anatomy contributed to the difficulty to advance, leading to the entrapment; however, this cannot be confirmed. The investigation was unable to determine the cause of the reported unexpected medical intervention. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code: code 1212 was removed and code 2616 was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device device after a percutaneous coronary intervention procedure with a small-bore sheath. Reportedly, the prostyle device had resistance with the vessel when attempting to position. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.